Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: kit svc o2, bi71000167 cblasy dbl shldmvs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in stand alone mode. The initial reporter, a x-ray technician, rebooted the system and that resolved the issue. There was no patient present.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Hardware analysis determined that the interface cable showed regular signs of wear and tear, but still functioned normally, there was no failure with the cable. Lot # rev. 2 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.